Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: spontaneous partial dehiscence of trifecta bioprosthetic valve leaflet.

Event description:
The article, "spontaneous partial dehiscence of trifecta bioprosthetic valve leaflet", was reviewed. The article presented a case study of a 69-year-old male patient with prior aortic valve replacement. It was reported on an unknown date, a 27mm trifecta valve was chosen for aortic valve replacement. On an unknown date 10 years post-procedure, the patient presented for dyspnea, high blood pressure, and tachycardia due to severe aortic stenosis (as) and aortic regurgitation (ar) of the 27mm trifecta valve. Transthoracic echocardiography (tte) confirmed as and ar due to cusp flail. A decision was made to perform another surgical aortic valve replacement. The explanted 27mm trifecta valve was replaced with a 25mm magna ease valve (edwards lifesciences). Examination of the explanted valve noted the left cusp appeared to be nearly completely detached from the sewing ring. The patient¿s postoperative course was unremarkable and postoperative tte did not show any evidence of valve dysfunction. [The primary and corresponding author was roger laham, beth israel medical center, harvard medical school, cardiovascular division, sl423330 brookline avenue, boston, massachusetts 02215, USA, with corresponding e-mail: rlaham@bidmc.harvard.edu].

Manufacturer narrative:
As reported in an research article, the patient presented for dyspnea, high blood pressure, and tachycardia due to severe aortic stenosis (as) and aortic regurgitation (ar) of the 27mm trifecta valve after 10 years post procedure. Also reported that, transthoracic echocardiography (tte) confirmed as and ar due to cusp fail; the 27 mm trifecta valve was replaced with a 25 mm non-abbott valve. Field indicated that examination of the explanted valve noted the left cusp appeared to be nearly completely detached from the sewing ring. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: spontaneous partial dehiscence of trifecta bioprosthetic valve leaflet.

Event description:
N/a